Event description:
It was reported that patient presented with an adverse event of pocket infection following the development of a hematoma. The infection was determined to be unrelated to the procedure, the pacemaker (pm), or its associated leads. Subsequently, the pm, right ventricular (rv), and right atrial (ra) leads were explanted. The patient was stable throughout.

Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The results of the investigation are inconclusive since the device was not returned for analysis.